Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during an anterior resection procedure, following removal of the specimen, the circular stapler was inserted into the rectum and the normal process was completed. The donuts were inspected and were good. An air leak was carried out, as standard, and there was a leak from the anterior aspect of the staple line. The surgeon reported he could see improperly formed staples. The hole was over sewn and a temporary ileostomy was carried out. The patient currently has suffered no complications. Procedure prolonged 45 minutes. On my own brief visual inspection, the washer is no longer in the head of the gun, but neither did it look as if it was transected, admittedly this was a short look as I was the consultant. In addition, the rep re-interviewed the consultant surgeon and it may be that there was not a total "crunch."